Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements shortly after implant. An x-ray noted underinserted rv and right atrial (ra) leads. Surgical intervention was performed. The physician had difficulty inserting the leads into the header and used some mineral oil. Following this all lead measurements were within normal limits. The patient is pacemaker dependent and was bradycardic but there was no evidence of asystole greater than two seconds. The device and leads remain implanted.